Event description:
International customer reported that a pt developed a wound infection one week following a cleft palate procedure. The pt returned for wound cleansing and cultures.

Manufacturer narrative:
Conclusion code: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.